Event description:
The flexible tip of a perclose proglide detached from the body while the doctor was trying to preclose a groin puncture site and it was partially in the body. Md was able to remove everything and nothing was retained. There was no harm to the patient or staff.